Manufacturer narrative:
Date of event is estimated. (B)(6). Approximate age of device - 1 year and 3 months. The device was returned for evaluation. Evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year and 3 months post-implant of the lvad, it was reported that the patient contacted the hospital with complaints of red urine. The international normalized ratio (inr) goal was 2-3 and the patient was taking aspirin. No adjustments had been made to the patient¿s anticoagulation, but the healthcare professionals had the impression that the patient may not have been completely compliant with therapy. The patient was admitted for evaluation and the labs indicated hemolysis with increased levels of lactate dehydrogenase. Additionally, intermittent elevations in pump power were noted since the admission. IV heparin was administered which did not resolve the issue. An echocardiogram revealed no significant changes: the aortic valve remained closed, which was the same as prior to implant. The patient's renal function continued to deteriorate. Device thrombosis was suspected and a pump exchange was subsequently performed on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
A review of the submitted system controller log file did not reveal any elevations in pump power levels and no atypical alarms were captured. The system appeared to have operated as intended based on the information contained in the log file. The explanted pump was returned for evaluation. Examination of the outlet stator revealed a pink, loosely seated, soft deposition. Although the specific origin of the deposition could not be not conclusively determined, there was no evidence of lamination, denaturing, or contact marks on the rotor to indicate that it was present in the pump for an extended period of time. There was no evidence to indicate that the observed deposition contributed to a functional issue during pump operation. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A correlation between the device and the reported hemolysis could not be conclusively determined. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on lvad support with the replacement device. The manufacturer is closing the file on this event.